Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experience low blood glucose (bg) levels. The customer thought that something was wrong with the pump as once another pump was started to be used to manage diabetes, the basal rate had to be lowered. The treatment of the low bg was not reported. The customer was presently using another tandem pump to manage diabetes.